Event description:
It was reported that a malfunction alarm with a specific code occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support provided information on resetting the pump, assisted the customer with the reset, and confirmed that the malfunction code did not recur, allowing the customer to continue using the pump. The customer was advised to call back if any issues reoccurred.